Event description:
It was reported that while a nursing assistant was transporting a resident from a wheelchair to the bed using an arjohuntleigh lift, the sling got caught on the wheelchair. When the nursing assistant tried to free the sling from the wheelchair, the clip came off and the resident fell to the floor and bumped her head. The resident was taken to the hospital for eval.

Manufacturer narrative:
Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med ab ltd (under registration (B)(4)). As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration # (B)(4). The facility could not produce the device that was being used during the incident, and also was not able to confirm the exact model. Add'l info will be provided following the conclusion of the MFR's investigation.